Event description:
Patient was revised to address pain.

Event description:
Patient was revised to address pain. Update: - 11/17/2012 - the complaint has been updated based on a maude report ((B)(4)) submitted by hospital risk manager which states that, in addition to pain, reasons for the patient's (B)(6) 2012 revision included synovitis and metallosis.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A previous review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
An optometrist reported that a patient who underwent bilateral lasik was diagnosed with trace dlk (diffuse lamellar keratitis) in both eyes at one day post-op. The steroid drops were increased and the dlk has resolved. This reports concerns the patient's left eye.

Manufacturer narrative:
**Update** - (B)(6) 2012 - the complaint has been updated based on a maude report ((B)(4)) submitted by hospital risk manager which states that, in addition to pain, reasons for the patient's (B)(6) 2012 revision included synovitis and metalosis. The maude report was received on (B)(6) 2012. The devices associated with this report were not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. C. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.